Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 due to hyperglycemia. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country:the united states.